Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) in the market. There are no units in stock in b. Braun surgical's warehouse. We have received two closed sample and an open and unused pouch. The open pouch has two sutures inside the pack, the sutures are still wound on the pack. This defect was produced in the automatic winding machine during the packaging process. The machine took two sutures instead of one in the winding step. Nevertheless, we consider that this is an isolated and accidental defect as no more complaints have been received. The closed samples received have been opened and inside there was only one suture corresponding to the product description. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Additional information will be provided, when available.

Event description:
It was reported that there was an issue with the novosyn violet. After opening the packet, it was noted that there was an extra suture/needle within. Additional information was not available.